Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no scrolling numbers anomaly on the insulin pump. The device was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.